Manufacturer narrative:
There is a strong indication that the set screws were not locked down properly, however, they were inadvertently discarded by the hospital so they will be unavailable for analysis by the MFR. This incident is being reported as a precautionary measure since the MFR does not have the actual product to be able to rule out potential contributory causes. Immediate post-operative x-rays from the initial surgery have been requested, along with the pre-revision films. Please note: the MFR did not become aware of this incident until (B)(4) 2011, however, the revision surgery reportedly occurred on (B)(4) 2011.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the set screws were discarded no physical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the complaint trends related to this set screw and back out did not reveal any contributing information. A review of applicable material, inspection, manufacturing, and distribution records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the applicable product line risk related documents, k2m has identified that the set screws may have failed due to incorrect rod length, cross threading or misalignment of the set screw. Several other causes which may have been contributed to this issue could be excessive force/trauma, inappropriate activity during recovery as identified in the IFU. A review of all applicable risk related documents revealed that k2m addresses potential set screw back out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary.

Event description:
Three set screws (bilateral s1 and left l5) at the bottom of a long denali construct loosened and had to be replaced approx 6 weeks post-operatively. The pedicle screws and rods remained in the pt.